Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 23:01:42. During night drain cycle one, the home patient (hp) drained 5119ml with a maximum programmed fill volume of 3000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was false empty detect and use error with initial drain alarm setting inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill". This can result in an increased intraperitoneal volume (iipv) situation. Should additional relevant information become available, a supplemental report will be submitted.